Manufacturer narrative:
The reported field event of high pacing lead impedance and a broken guidewire could not be confirmed in the laboratory. The guidewire used in the field was not returned for analysis and no broken guidewire was found inside the lead. A guidewire insertion test was performed; however, the test guidewire could not be fully inserted due to blood clogging the inner coil of the lead. The lead exhibited normal pacing lead impedance measurements during electrical analysis.

Event description:
During attempted removal of the stylet from the lead during implant the guidewire fractured and remained inside the lead. The lead impedance was tested and found to be high and out of range. The lead and stylet fragment were removed from the patient. Another lead was used to complete the procedure without further issue. The patient¿s condition was stable.